Manufacturer narrative:
(B)(4). As per fsr, the machine is a back-up machine and not in routine use as it is in the customer¿s storage room. The fsr replaced the batteries, selected new battery status and brought the machine back to full charge status. This has corrected the problem. The unit operated according to manufacturer specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery won't fully charge. There was no patient involvement.